Event description:
It was reported that the device exhibited non-sustained lead noise episodes due to t-wave oversensing. Programming changes were recommended. There were no adverse consequences to the patient.